Event description:
I received mentor breast implants three years ago and have been developing worsening unexplainable symptoms since. I recently was told about "breast implant illness" and to my shock, all of the symptoms that had been negatively effecting my health was included on that list. My symptoms include: nausea (threw up in morning every so often, bought pregnancy test to rid our morning sickness) constance and debilitating fatigue (feel like I need a nap after simply eating a meal), sporadic burning chest underarm pain (thought implants were healing / uncomfortable by nature), body odor (metallic smell from armpits, have never had issues prior), photosensitivity increased anxiety (even before knowing the symptoms were caused by implants), insensitivity to cold, diagnosed food intolerance (all nuts, seeds, some fruit and veggies), completely out of the blue, joint pain (diagnosed w/arthritic thumb) low tsh levels, chronic low back pain (went to pt), tingling down armhand (went to pt), stunted hair growth, lost weight/muscle size (constant fatigue, joint pain, and food insensitivities contributed to less exercise and less eating in general), lightheaded / vertigo-phlegm in throat, daily while film on tongue, swollen lymph nodes of the throat, muscle twitching (eye) cold (sometimes while color) hands/feet, edema around eyes, total body inflammation (especially after meals), digestive issues (bloating afterwards, tired), mood swings, emotional instability (completely new thought it was just a symptom of pms as I got older). I'm planning to have them removed as soon as possible to see if they were cause of my distress and discomfort the last years. I've been searching for the cause of these "crazy" symptoms, and to see a list of them spelled out in perfect alignment with what I'm experiencing has given me so much relief to know that removing my implants might reverse, or at least help. If I had known about the possibility of bii before surgery. I would've taken a lot more caution before getting them or even decided against it. FDA safety report ID# (B)(4).